Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test due to constant pump error 38 alarm during rewind. Unit was cut/open and inspected found moisture damage at the motor assembly. Unit received pump error 38 alarm during rewind due to corroded motor home switch. Pump error 38 was found in the formatted history file on the event date. 03/19/2023 16:02:17.000 to 03/19/2023 16:42:15.000 stuck motor alarm 38. 03/19/2023 16:02:50.000 to 03/19/2023 16:32:00.000 motor motion alarm 37. The test p-cap locks properly in place in the reservoir compartment noted. Unit perform visual inspection and pump received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and serial number label fading. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 38 alarm during rewind. Confirmed pump error 38 alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported  pump error alarms. Troubleshooting was performed and the alarm was cleared successfully. The customer received the rewind request and was not able to complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.